Event description:
It was reported that there was upper sensor rate pacing seen from the device while the patient was at rest. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.